Event description:
The mti flowrider 1.8 catheter was used for infusion of a liquid embolic material during an avm procedure. Dmso was injected and filled the dead space (0.25ml). Onyx was injected and when the dead space was filled, the physician injected 0.1ml more onyx. He could not see the onyx exiting the tip so he injected 0.2ml more. As no onyx could be seen exiting the tip of the catheter, it was withdrawn. Leakage was noted in the highly flexible distal shaft. The procedure was finished with a flowerider 1.5 without problems. The pt condition was good at the time of the report.